Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with device in bvvi mode. The patient was not dependent and was not symptomatic. Device download was performed to restore the device from bvvi.